Event description:
It was reported by a physician that after performing novasure endometrial ablation procedures (exact dates unknown), "some patients came down with infections." No additional information was provided or able to be obtained.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is now known. Serial number of the radio frequency controller not provided by complainant.the device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. Infection or sepsis. Reference internal complaint (B)(4).